Event description:
It was reported that the health care professional (hcp) questioned upon review of the presenting, if there was loss of capture (loc) on the non-boston scientific left ventricular (lv) lead. The morphology had changed since previous remote evaluations. Technical services (ts) stated that there was loc with current programming for this cardiac resynchronization therapy defibrillator (crt-d) device. Hcp recommended to have patient seen in the clinic. This device and non-boston scientific lv lead remains in service. No adverse patient effects were reported.